Event description:
It was reported that during the implant procedure the physician implanted the lead but then did not like the look of the lead at the clavicular area on the patient. The physician was concerned with the insulation of lead at the clavicular area. The physician removed the lead and implanted a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).